Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what was the approximate size of the compressed vessel? Can it be confirmed that the entire vessel was proximal to cut line? Were the tips of the device visible during firing? Was there any extraneous tissue within the jaws of the device during firing? During the reoperation, were any issues with staple formation noted? What was the estimated blood loss? What is the current patient status?

Event description:
It was reported that approximately three hours after a robotic lobectomy procedure the customer noticed a large amount of blood in the drain while the patient was in recovery. The patient was re-operated on and the source of the blood was in the middle of the staple line on a segmental artery. The surgeon stated that the staple line and hemostasis appeared good before completing the original procedure. The re-operation lasted approximately one hour and the bleeding was controlled using surgicel. The patient is currently stable and stayed in the hospital one extra day. No buttressing material was used. It was unknown exactly how much blood was lost, but no transfusion was required. It was unknown with which firing of the device the staple line in question was created.

Manufacturer narrative:
(B)(4). Additional information requested and received: what was the approximate size of the compressed vessel? Not known can it be confirmed that the entire vessel was proximal to cut line? Yes. It was entirely proximal. Were the tips of the device visible during firing? Yes. Was there any extraneous tissue within the jaws of the device during firing? No. During the reoperation, were any issues with staple formation noted? No issues with staple formation. Looked good and no bleeding then. What was the estimated blood loss? He didn't say but almost had to transfuse. Did not transfuse. What is the current patient status? Patient is ok.